Event description:
The patient was undergoing a coil embolization procedure using a ruby coil. During the procedure, a ruby coil was unable to advance through another manufacturer's catheter. The ruby coil was removed and a new coil was used to complete the procedure. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Result: the coil was detached from the pusher assembly and the coil stretch resistant (sr) wire was broken. The pet lock at the proximal end of the coil was broken and the entire pull wire was retracted out of the pusher assembly. Conclusion: the complaint has been evaluated. The compliant indicates that the coil would not advance through a catheter without getting stuck. Evaluation of the returned product was not consistent with the description of the event. The complaint did not mention coil detachment or a break in the coil. The catheter being used was not described in the complaint. The coil dimensions are within specification however, functional analysis could not be performed due to the return condition of the device. The root cause of the complaint could not be determined. These devices are 100% inspected functionally tested and visually inspected for damage during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.